Manufacturer narrative:
Analysis of the neurostimulator found no anomaly. The trace report found the battery was discharge, and had experienced two overdischarges. The battery was recharged. The connector module, connector ports, access hole adhesive, grommets, setscrews and ins can were ok. Telemetry was ok, and good stable output was observed on the electrode pairs as received. Good stable output was observed on all electrodes referenced to one electrode. There were no problems when pressing on the ins can. Analysis of both extensions found no anomalies. The proximal ends of the extensions were ok and there were setscrew marks in the correct locations. The conductors and outer insulation were ok. The distal ends of the leads were ok, there were no shorts between circuits, and continuity was acceptable.

Event description:
It was reported that the patient had her rechargeable device replaced with a non-rechargeable device. The patient was unable to remember to charge the device and had one strike against the rechargeable device. The generator was moved from the right abdomen to right flank and the extensions were removed. The patient received coverage comparable to previous generator, postoperatively. The patient recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.